Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with m31 air detected in cassette warning alarms during fill 1 of 5 of treatment. The patient was connected during the incident. Fluid was seen leaking from back of the cassette. The film on the back of the cassette was not loose. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the cassette where it snaps into the cycler. Upon follow-up, the patient confirmed that during treatment fluid was found on the back of the cassette and inside the cycler door after receiving the alarm and canceling treatment. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of treatment in the absence of the cycler. The patient confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information; d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with m31 air detected in cassette warning alarms during fill 1 of 5 of treatment. The patient was connected during the incident. Fluid was seen leaking from back of the cassette. The film on the back of the cassette was not loose. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the cassette where it snaps into the cycler. Upon follow-up, the patient confirmed that during treatment fluid was found on the back of the cassette and inside the cycler door after receiving the alarm and canceling treatment. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of treatment in the absence of the cycler. The patient confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.